Event description:
Pump has no power and will not charge. (Defective cpu board found).

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served repair site, nova scotia health canada. Therefore the reported device was not sent to brézins for investigation as repairs were carried out locally. Following the replacement of fuse, battery and power board, the reported power issue remained. To solve this issue the secondary power board was replaced. Despite the provided information, but with no return of the defective parts for further investigation, the origin of the root cause cannot be clearly identified. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.